Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device had reached elective replacement indicator (eri) battery status. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. This device remains in service. No adverse patient effects were reported.